Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's stimulator still turns on by itself. The patient stated that when they go to sleep on their left side and get up in the morning the device is on. The patient needs to turn stimulation off in the morning and at all the time across the day.

Event description:
A consumer implanted for spinal pain that since implant the implantable neurostimulator (ins) had been turning on by itself. The consumer was supposed to meet with the manufacturer¿s representative (rep) for reprogramming, but this didn't happen so they spoke with the healthcare provider¿s office who told them how to turn the implant off so they didn't use therapy over the weekend. The consumer was looking to schedule another appointment the rep.